Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was performed using a 23mm edwards sapien 3 ultra devices, in the aortic position. The patient's age and sex are unknown. The patient was reported to be alive at the end of the procedure, and the valve was successfully implanted with no central leak observed. During the procedure, the first valve was unintentionally deployed in the infra-renal aorta. This occurred after the loss of wire position in the left ventricle and was associated with a bent valve strut. As a result, a second valve was used and successfully deployed in the intended aortic position without further complication. The deployment of the first valve in the infra-renal aorta was attributed to a bent valve strut and the loss of wire position in the left ventricle. These factors are considered potential contributors to the complication. The fcs responded to follow up questions advising that the bent strut on the first valve was noticed shortly after the wire was lost. The cause remains uncertain, though it may have resulted guidewire was lost during repositioning of the sentinel device, when the delivery system with the crimped valve was being retrieved, the bent strut was observed. There was no resistance during insertion of the delivery system (ds) and valve into the esheath. However, difficulties arose when attempting to withdraw the ds and valve with the bent strut back into the sheath, prompting the decision to deploy the valve in the abdominal aorta. The operator chose infra-renal deployment due to the inability to safely reintroduce the valve into the sheath and the high risk associated with vascular surgical intervention. An additional follow up revealed that the struts were bent on the outflow side. We were never able to bring the crimped valve and delivery system back into the sheath. The decision was made to deploy the valve in the abdominal aorta.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections b5, g6, h2, h10, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on imaging review. Available information suggests procedural factors (withdrawal of a crimped valve with bent struts) likely contributed to the event. Withdrawal of a crimped thv whose profile has been altered due to damage (such as bent outflow struts) can increase resistance during withdrawal, as the enlarged profile may interact with the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was performed using a 23mm edwards sapien 3 ultra devices, in the aortic position. The patient was reported to be alive at the end of the procedure, and the valve was successfully implanted with no central leak observed. During the procedure, the first valve was unintentionally deployed in the infra-renal aorta. This occurred after the loss of wire position in the left ventricle and was associated with a bent valve strut. As a result, a second valve was used and successfully deployed in the intended aortic position without further complication. The deployment of the first valve in the infra-renal aorta was attributed to a bent valve strut and the loss of wire position in the left ventricle. These factors are considered potential contributors to the complication. The fcs responded to follow up questions advising that the bent strut on the first valve was noticed shortly after the wire was lost. The cause remains uncertain, though it may have resulted from interaction during repositioning of the sentinel device. There was no resistance during insertion of the delivery system (ds) and valve into the esheath. However, difficulties arose when attempting to withdraw the ds and valve with the bent strut back into the sheath, prompting the decision to deploy the valve in the abdominal aorta. The operator chose infra-renal deployment due to the inability to safely reintroduce the valve into the sheath and the high risk associated with vascular surgical intervention.